Event description:
It was reported via repair work order that there was no power to bed due to malfunctioned power cord prong and also nurse call system cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.